Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown 800cc mentor implants placed experienced several unexplained systemic symptoms post procedure. Tumor in the saliva gland, vitamin d deficiency, increased heart rate, chest pain, chest burning, pain under the arms, burning under the arms, and other unspecified medical problems were noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, explant was performed on (B)(6) 2021. The device type is unknown. The procode and common device name are being populated for submission purposes only. See 1645337-2021-04165 for contralateral prosthesis report.